Event description:
It was reported that a uv flash solution transfer set leaked between the transfer set and the titanium adapter. This occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for further investigation. The results of the sample analysis revealed the device was tested and passed visual inspection. Leak testing, clear passage testing, and clamp function testing were performed with no issues noted. Integrity of seal surface test was performed with no issues noted. The sample analysis determined the product met all specifications. Should additional relevant information become available, a supplemental report will be submitted.